Event description:
Event description guidant received information that the implantable lead was repositioned due to a loss of capture and a possible perforation. Guidant received additional information that the patient was fine and no change in blood pressure was noted.